Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes. It is unknown if there was any delay at the start of precleaning, or if the endoscope was immersed in the detergent solution. Otherwise, no other obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the foreign material remained in the device was not identified. It was unknown whether the reprocessing was conducted in accordance with the instruction for use. It was confirmed that the foreign material residue point was not deformed. A definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope had a foreign body in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.